Event description:
It was reported that the left ventricular lead exhibited loss of capture and a sensing anomaly due to lead dislodgement. The lead was explanted and replaced without adverse consequence to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.